Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. A concession was found that has no effect on the effectiveness of the product. A trend considering the following event is identified: fractured instrument. Event summary: it was reported that during surgery a crack was noticed in the targeting device. Review of received data: no medical data such as surgical notes or any other case-relevant documents received. Devices analysis: visual examination: the targeting device has been returned for an investigation with a crack ath one of the retainer jaws. After the interal cleaning process at zimmer biomet, this retainer jaw broke off completely. No other damages or deformations can be seen. Review of product documentation surgical technique: it is important to attach the plate with both connection bolts on the targeting device, to ensure a secure connection and to avoid an overstrain of the retainer jaws. If these instructions as in the surgical technique mentioned will be followed, the applied force will be transferred only via the connection bolts, but not via the connection to the plate. Root cause analysis: root cause determination using rmw: instrument, breaks, deforms, diverge, or parts remain in wound. Due to inadequate design for intended performance not possible -> a systematic issue with design would have been detected as part of the issue evaluation assessment. Instrument, breaks, deforms, diverge, or parts remain in wound. Due to mechanical properties of material insufficient not possible -> a systematic issue with material properties would have been detected as part of the issue evaluation assessment . Fracture of instrument due to general corrosion (crevice, pitting, galvanic) not possible no signs of corrosion visible. Instrument, breaks, deforms, diverge, or parts remain in wound due to inadequate design for intended performance not possible a systematic issue with design would have been detected as part of the issue evaluation assessment. Damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling possible, as it cannto be excluded that the user was not familiar with the handling of the device and did not follow the surgical technique. Additionally, a deterioration in function as a result of repeated use is possibel as the instrument has been manufactured in 2007 and might have been on the market for more than 10 years. Damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling possible, as it cannto be excluded that the user was not familiar with the handling of the device and did not follow the surgical technique. Instrument breaks or deforms due to off-label / abnormal-use possible, as it cannto be excluded that the user was not familiar with the handling of the device and did not follow the surgical technique. Conclusion summary the instrument has been returned for an investigation. There has been a crack in one of the retainer jaw, which has fractured completely during processing the product at zimmer biomet. It might be possible that the user was not familiar with the handling of the device and did not follow the surgical technique. It is important to attach the plate with both connection bolts on the targeting device, to ensure a secure connection and to avoid an overstrain of the retainer jaws. If these instructions as in the surgical technique mentioned will be followed, the applied force will be transferred only via the connection bolts, but not via the connection to the plate. Additionally, as the instrument has been manufactured in 2007 it might have been on the market for more than 10 years and used excessively. However, an exact root cause for the crack on the instrument could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that surgeon was using the ncb df targeting device for left plates (instrument). During surgery on (B)(6) 2017, crack was noticed on the instrument. However the surgery was completed without adverse effects. Notes: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.